Manufacturer narrative:
Additional information: d9. Correction: device evaluation information clarified the component missing was o-ring and it is unlikely to cause or contribute to a serious injury or death. There is no evidence to suggest filings is necessary. If additional information becomes available , the decision will be reassessed. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
No new information.

Event description:
The manufacturer service technician reported that the device had missing component while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.